Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the product leaked at the strain gauge connection area of the catheter, where the catheter attaches to the IV tubing plastic connector. The customer reports chloraprep was used to clean the area and the area was completely dried prior to insertion. The PICC was not difficult to secure and was secured with steri strip at entrance to skin. The PICC was inserted on (B)(6)2012, in the saphenous for fluid infusion for a 26 week gestation infant. Each line was flushed on a regular basis with saline. A 70 percent alcohol was used to clean the are including the hub. The customer further stated that the PICC was removed on (B)(6) 2012 and replaced with a new device. The customer stated there was no patient harm.

Manufacturer narrative:
(B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.